Event description:
Treo clasp release would not operate. Gray retainer release would not advance to allow black retaining grip to retract. Physician spent approximately 5 minutes wrestling with gray retainer release. This caused the wore inside treo to bend and required a wire cutter to cut the bend portion of wire off to remove the treo device. Gray retainer eventually moved to allow black release grip to declasp proximal struts, but only after severe struggle. Treo device was deployed per IFU, in correct steps. Patient outcome - "patient did well despite device problem - no adverse outcome or untoward effects."

Event description:
Treo clasp release would not operate. Gray retainer release would not advance to allow black retaining grip to retract. Physician spent approximately 5 minutes wrestling with gray retainer release. This caused the wore inside treo to bend and required a wire cutter to cut the bend portion of wire off to remove the treo device. Gray retainer eventually moved to allow black release grip to declasp proximal struts, but only after severe struggle. Treo device was deployed per IFU, in correct steps. Patient outcome - "patient did well despite device problem - no adverse outcome or untoward effects."